Event description:
Patient was revised. Report noted no reactions to products and that physician is revising all asr hips. Update: ((B)(4) 2012) litigation papers received (B)(4) 2012. Litigation alleges patient had pain after asr hip implant. Dob added. There is no new information that would change the outcome of the investigation except this litigation now makes it reportable. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigaton alleges patient had pain after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.